Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll 22ga 1-1/4in mx bun had foreign matter at the tip of the needle. This was discovered before use. The following information was provided by the initial reporter: piece of cotton at the tip of the plastipak needle. The procedure to be carried out was a blood sample, for which they were going to use a 10ml plastipak syringe, at the time of opening the packing and removing the needle shield a fluff is observed at the tip of the needle. This is delivered to bd staff immediately. A new syringe is opened, without any finding.

Manufacturer narrative:
H.6 investigation summary: one opened sample received for investigation, fourier transform infrared spectroscopy (ftir) analysis was performed to identify the foreign matter present. It was not possible to obtain a correlation with any of the materials used in the manufacture of the product. Additionally, the product manufacturing lines were thoroughly checked to detect any possible sources of contamination identifying a particle physically similar to that reported by the client. Identification test were performed, no similarity was found with the foreign matter of the client's sample. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that syringe 10ml ll 22ga 1-1/4in mx bun had foreign matter at the tip of the needle. This was discovered before use. The following information was provided by the initial reporter: piece of cotton at the tip of the plastipak needle. The procedure to be carried out was a blood sample, for which they were going to use a 10ml plastipak syringe, at the time of opening the packing and removing the needle shield a fluff is observed at the tip of the needle. This is delivered to bd staff immediately. A new syringe is opened, without any finding.